Manufacturer narrative:
Device 4 of 36. E1: complainant street address: (B)(6). Complainant country: philippines name of affiliation: getz bros. Philippines, inc. Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: ¿ there are photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Batch record revision results: lot 4k02205 was manufactured on 24/oct/2024, in bodolay line, with a total of (B)(4) market units (mkus). The complaint investigator performed a batch record review on 09/sep/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704768 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical nonconformance review: on 09/sep/2025, complaint investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc)¿ for the lot number 4k05435 and as result, no nonconformance / CAPA (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction, the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods " package seal integrity nonconformities". Method ¿ 7. ¿ frequency: every 30 minutes. ¿ sample quantity: 1 market unit o nlt 5 chevrons. ¿ acceptance criteria: accept = 0 / reject = 1. Defect rate analysis: there have been (B)(4) defective part confirmed to date from a lot size of (B)(4) products. This represents a defect rate of only (B)(4) which is well within an appropriate acceptable quality level (aql) for leakage which should be (B)(4) standard operating procedure (sop). In addition, all the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of (B)(4) this issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) for this type of failure mode or defect. Conclusions: a review of batch records was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The distributor reported that, thirty six pieces of dressings were found with colored dot (black dot). The product was not used. The photographs depicting the issue were received from the complainant.